Manufacturer narrative:
This is one event for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac event, during or immediately after dialysis treatment, on or about (B)(6) 2011. The plaintiff's attorney also alleged that the decedent was immediately placed on a breathing machine and taken home to receive hospice care where the decedent subsequently expired on (B)(6) 2011.